Event description:
On (B)(6), 2009, the lay user/patient contacted lifescan alleging the one touch ultramini meter displayed the battery indicator icon. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The patient mentioned symptoms of "nausea, didn't feel right, sick to the stomach, red in the face, red eyes, pissed off, agitated, headache, and dizziness." The patient was unable/unwilling to say whether he received any treatment. It was determined during the troubleshooting telephone call the batteries did not need to be replaced. There was no misuse of the product. The complaint is being reported because the issue was not resolved through troubleshooting. The product did not cause or contribute to a serious injury because the patient's symptoms are not indicative of a serious diabetic injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.